Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead was explanted one day post implant after it dislodged and could not be fixed into place.